Event description:
It was reported that the system shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the power supply connectors. The system operates as intended.